Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Products: 5076 implantable pacing lead 2006 (B)(6); 4194 implantable pacing lead 2006 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the patient was seen in the emergency room and was experiencing ventricular tachycardia (vt). The physician determined the patient was not perfusing and the patient was externally defibrillated. The device electrogram showed the vt episodes were in the vt monitor zone and no therapies were delivered. The device appeared to be functioning as programmed. It was later reported, the device battery depleted prematurely. The device was removed and a new device was implanted. There was also an observation of a high threshold measurement on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.